Manufacturer narrative:
The coil was returned severely stretched. The most likely root cause of the coil stretching during repositioning was due to the coil becoming anchored inside the aneurysm or catching the edge of the microcatheter. The exact circumstances of how and where this occurred cannot be determined. For optimum product performance and to prevent potential complications, the instructions for the (IFU) recommends, "if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dfu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dfu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. If the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretched or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter." In addition, without the return of the ev3 microcatheters used in the procedure, it cannot be determined if this component contributed to the complaint event. The mfg records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
Per received report: a (B)(6) pt was being treated for aneurysm located at the posterior communicating artery (pcomm). When the coil was partially placed in the aneurysm (about 2/3), it was noticed that the shape was not good. The coil was withdrawn and the microcatheter was repositioned. As the coil was re-implanted, resistance was encountered and as it was retrieved, the coil was found stretched. Eventually, the coil was replaced and the procedure was completed with no pt injury reported.